Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that approximately (B)(6) post implant of a bifurcated device and a suprarenal aortic extension, the patient presented with an abdominal pain. A computed tomography (CT) scan indicated the patient had an endoleak. The physician decided to correct the endoleak by implanting a competitor (bridged with a cook tx2) device and the renals were stented. The patient was reported to be doing well and was discharged 2 days post procedure.